Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). I the reason for call was caller reported that they are trying to turn the stimulation on and to check the settings for their cervical implant but they are getting no device found 16. Caller stated they have tried resetting the controller but that has not resolved the issue. Agent walked caller through removing the battery pack. Caller inserted the battery and confirmed no device found 16 again. Agent had caller move the controller closer to the implant and try again; caller continued to get no device found. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue and have the controller unpaired from the implant so they can access the home screen without having to use the recharger. Caller confirmed that they were only able to access the home screen when the recharger is plugged in. Caller mentioned that they have to recharge the cervical implant every 2 days and they are on a 0.8 setting. Caller also mentioned that the stimulation does not stimulate the right side of their body like it does for the lumbar implant. Agent reviewed implant duration to the caller. Agent asked caller to confirm which implant is which (B)(6) is the older (lumbar) (B)(6) (cervical).